Event description:
It was reported that the pump touch screen has lines through it impacting ability to read the screen. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.